Manufacturer narrative:
The lens was returned with solution,blood, haptic damage and optic damage. Results from the product history record review indicated the product met release criteria. The associated products used with this lens are unknown. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, the blood, and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(6). The manufacturer internal reference number is: (B)(4).

Event description:
A medical assistant reported that an intraocular (iol) was broken during surgery. In a follow up, the assistant reported that when the surgeon inserted the iol into the patient's eye, it was noted to be broken in half. He cut the lens and removed it, but there was not a back up lens available, so the surgery was completed without an iol and the patient was left aphakic. Another lens was implanted at a later date. Additional information was requested.